Manufacturer narrative:
(B)(4). Guide wire: runthrough. Guide cath: jr4 6fr. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A cine of the procedure was received and reviewed by an abbott vascular clinical specialist; however, it is concluded that there are no images suggesting a dislodged stent in the anatomy. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the posterior descending artery. Access was through the right wrist. The balance middleweight guide wire was advanced and an attempt was made to advance the 2.5x12 mm trek balloon to the lesion; however, resistance was felt with the guide wire and the balloon catheter was retracted and removed. A non-abbott guide wire was placed as a buddy wire and an attempt was made again to advance the same trek balloon; however, it would not advance. The balance middleweight guide wire was removed and the same trek balloon was advanced over the non-abbott guide wire successfully and four dilatations were made at the lesion. The trek balloon was removed from the patient and the 2.5x18 mm xience v stent delivery system (sds) was advanced without resistance to the lesion. On angiography, it was observed that the stent implant was not on the sds balloon, so the sds was removed from the patient. All devices were removed from the patient except for the guiding catheter. The same non-abbott guide wire was re-advanced to the lesion, after which a 2.75x20 mm trek balloon was used for pre-dilatation and a 2.5x23 mm xience v stent was deployed successfully crushing the dislodged stent to the vessel wall in the target lesion. There was no clinically significant delay in the procedure due to the stent dislodgement. No additional information was provided.